Event description:
Occlusion alarms were reported by the customer causing the customers blood glucose level to reach 510 mg/dl. To address the elevated blood glucose the customer administered a correction bolus via the pump. The customer changed the infusion set and cartridge, resumed insulin.